Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by user facility: after rinseback was completed, sediment was noted in the venous line and chamber. No patient injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4) event 1. One (1) blood tubing set was received by the manufacturer for evaluation. The returned sample was visually inspected and small white particles were observed in the venous line from the venous chamber to the end of the line, confirming the reported issue. The manufacturer determined the most likely root cause of the particles was resin produced by the extrusion machinery. A review of the device history records for sl-2010m2096 lot 00754032 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. A search of the complaint database for this bloodline tubing lot number shows no additional reports of component contamination for this lot number indicating this is an isolated occurrence. If additional pertinent information becomes available a follow-up report will be filed.